Manufacturer narrative:
(B)(4).

Event description:
After the surgeon removed her glove she realized she had been burned. After analyzing the glove, she discovered a small hole. The burn was black, approximately 2 cm big on the tip of the right index finger, and is believed to be first degree. The doctor obtained a new glove and completed the case with no further issues, the surgeon is self treating the burn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.